Event description:
Pca pump trigger that delivers medication to patient when pushed works intermittently. Clincal engineering tested the pump and the cable that connects the bolus button to the pump was found to be operational. Quick test summary: ran pump (and used patient bolus handswitch) at same settings, and could not duplicate the problem. No failure code in history or during test.